Manufacturer narrative:
Logfile review shows that the treatment for the left eye (os) has been performed up to 13% progress, and treatment was interrupted at 16:04 without apparent reason by releasing the laser pedal. The treatment was interrupted and laser system was in standby mode. At 16:11 a new treatment has been performed, containing the same patient ID number. This second treatment has been performed to a 100%, however it is not possible to confirm whether the entire treatment has been performed on the patient. Treatment was interrupted 5 times by releasing the laser pedal before completing: 1st interruption- treatment interrupted at 8%, 2nd interruption - treatment interrupted at 21%, 3rd interruption treatment interrupted at 35%, 4th interruption treatment interrupted at 61%, 5th interruption treatment interrupted at 74%. The reporter states the doctor was advised to perform the already shot 13% (from the previous treatment) on a pmma and then proceed to perform the remaining 87% treatment on the patient, but logfiles can neither confirm nor deny on which surface the user performed above mentioned treatment. However, had the doctor followed cas advice, there should be an interruption at 13%. This interruption is missing. It is not possible to conclude what total percentage of treatment has been performed on the patient. No technical root cause could be identified as the system was operating within specifications. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported the patient had blurry vison in both eyes six days post lasik. The patient noted eyes felt pretty good but is having a slight foreign body sensation superiorly in the left eye. The patient was overcorrected. The patient is using topical steroid drops, topical antibiotic drops, and topical tear drops. The cornea is clear and flaps are perfect. The patient will be seen at a later date to discuss possible retreatment. Additional information received states that the plan is to retreat the patient. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.